Manufacturer narrative:
The event of high impedance was reported to abbott. The patient experienced ineffective therapy. System diagnostics recorded high impedances. Attempts to reprogram were unsuccessful. The patient's system was explanted and replaced. The ipg was electively replaced. Effective therapy was restored post operatively. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Attempts to reprogram were unsuccessful, as such surgical intervention is pending to address the issue.